Event description:
It was reported that the patient was admitted to the hospital for chest pain. It was also reported that the atrial and ventricular leads were repositioned due to increased thresholds. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.